Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that inadvertent mishandling during unpackaging/removal for the tray resulted in the reported tip material separation, based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that when removing the 6.50x150mm supera self expanding stent system was removed from the packaging, it was noted the nose cone was separated. A non-abbott stent was used to complete the procedure. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.